Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose level. Customer¿s blood glucose level was in 400¿s mg/dl which was treated with insulin pump. Customer's mother was reporting that they changed the battery in the morning and now battery was one line down. Customer was assisted with troubleshooting related to battery and customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.